Event description:
It was reported that the customer's insulin pump had moisture damage. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics and motor. Unit had cracked display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).